Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The camera cable was flooded. Omsc checked the device history record of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined, because the subject device has not been returned to omsc. However, based on the information provided by sorc, it is possible that the endoscopic image was noisy and temporarily disappeared due to electrical degradation caused by the deterioration of the insulator used in the camera cable due to the ingress of moisture through the camera cable. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the subject device was not displayed. The user connected to another device but could not resolve the issue. The occurrence date of event is unknown. There was no report of patient injury associated with the event.